Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint a philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction.a philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse identified that the host computer was not starting due to a baseboard management controller(bmc) failure. To resolve the issue, the fse replaced both the host pc and hard disk. Host pc was returned for analysis and the part analysis indicated that there was a malfunctioning bmc chip (firmware corrupted) in the host pc. After replacing the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.